Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a partial display. The insulin pump was not bumped nor dropped. The battery was changed but the issue was not resolved. The customer's blood glucose level was 78 mg/dl. The device was returned for analysis.

Manufacturer narrative:
The insulin pump was received with missing segment due to bleeding lcd glass. The device was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.